Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to reproduce the reported issue. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The unit passed all functional and safety tests. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an error code which states module failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.